Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "surgeon was explanting non-stryker tka implants subsequent to a periprosthetic fracture and reconstructing with a distal femoral gmrs construct. All implants were assembled on the back table prior to implantation. Surgeon felt that mrh tibial insert did not adequately engage/ lock into mrh baseplate. Another insert was provided."

Manufacturer narrative:
An event regarding a seating/locking issue involving a mrh insert was reported. The event was confirmed by visual inspection. One mrh insert with the lot code lfr522 was returned for evaluation. No packaging was returned with the device. Multi directional scratches are visible on the inferior surface of the device, there is also a scratch visible on the superior surface of the device. Damage consistent with attempted implantation of the device is visible on the anterior surface of the insert. Medical records received and evaluation: not performed as no medical records were returned for review. Indicates all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Based on the visual inspection of the returned product, the observed damage on the anterior surface of the insert is consistent with attempted seating of the insert onto the baseplate. No further investigation for this event is required at this time.

Event description:
As reported: "surgeon was explanting non-stryker tka implants subsequent to a periprosthetic fracture and reconstructing with a distal femoral gmrs construct. All implants were assembled on the back table prior to implantation. Surgeon felt that mrh tibial insert did not adequately engage/lock into mrh baseplate. Another insert was provided."